Event description:
Albumin IV infusing when the infusion was almost complete an error message saying 'tubing set is misloaded' kept appearing. The nurse attempted several times to reload the cassette; the error message would not clear.